Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to asco, loss of best-corrected visual acuity, significant reduction of irido-corneal angles, pigment dispersion, refractive change overtime, inflammation and blurred vision. The icl was not exchanged for another lens.

Manufacturer narrative:
Evaluation method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - a slightly long lens for this small eye and surgical trauma as well as inflammation could be contributing to these events. According to the surgeon, the icl did not exhibit high vaulting; however irido-corneal angles were reduced. This could be due to slightly long lens, a pre-existing narrow angles, anatomical ciliary body/iris abnormalities, etc. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions (no conclusion can be drawn): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).